Event description:
It was reported that the tip broke off inside the patient but part was successfully retrieved.

Manufacturer narrative:
Additional information will be provided once investigation is complete.